Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient also had two low speed advisories caused by an intentional pump stop command. Log files were submitted for review and contained alarms associated with a brief pump stop event on 24dec2023 at 6:37am. This event appeared to be a result of an intentional pump stop command. The rest of the log file consisted of routine pump parameters an event. Pump: MFR # 2916596-2023-07936

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a brief speed reduction event associated with a motor stop command was confirmed based on the provided log file. The log file contained events recorded from 16dec2023 to 24dec2023. The system maintained the set speed with no interruptions until (B)(6) 2023 when at 6:37 there was a brief speed reduction below the low speed limit associated with a motor stopped command being received. The event was associated with low speed and low flow alarms. The pump appropriately ramped back up to the fixed speed following the event. There were no other notable events or alarms and the log file appeared to show the pump operating as intended at the fixed speed. Although the event appeared to be related to the motor stop command being briefly activated via the system monitor, the specific root cause was not able to be determined. The system monitor was not returned for evaluation and the customer was not able to provide the serial number. The system monitor seral number was not provided by the customer. Heartmate 2 instruction for use (IFU)under section ¿system monitor¿ explains how the system monitor works, how to set up and use it. This section contains some troubleshooting steps of the system monitor screen remains black or if ¿not receiving data ¿ flashes on the screen. A flashing communication icon appears at the lower left corner of all system monitor screens. The flashing icon indicates active communication between the system controller and system monitor. If the icon is not flashing or has disappeared, check the system monitor-power module cable connections, and restart the system monitor. According to this section, if the system monitor still does not work, please contact abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it could have been an accidental press as there were no orders or communications in place for the button to be pressed on purpose to stop the pump.